Event description:
As reported, the patient had an initial left tka on (B)(6) 2022. The patient presented to the surgeon with complaints of pain, swelling, instability and dissatisfaction with their left tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. A complete revision. The patient was revised on (B)(6) 2023. The poly and patella implants were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: optetrak 3 peg patella cemented 32mm 200-02-32 3738869. Or optetrak 3 peg patella cemented 35mm 200-02-35 3711834. Unknown which is left or right. H7: z-0021-2022.

Manufacturer narrative:
Correction: dates entered in error on initial report in f6 and f9, contact person in g, h6 clinical code, h6 problem code, h6 component code. Additional information: h6 type of investigation, h6 investigation findings, h6 investigation conclusions, d10 concomitant devices. D10: (B)(6), 02-010-03-0250 - logic cr femoral cem, left, sz 5. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e. The revision reported cannot be determined from the information provided but may be the result of prosthesis wear, instability or inclusion of the polyethylene in the packaging recall. The articular surfaces of the tibial insert and patella appear unremarkable in regards to wear. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.